Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿uncemented versus cemented arthroplasty after metal-on-metal total hip replacement in patients with femoral neck fractures: a retrospective study,¿ by wenlu liu, et. Al., published by journal of international medical research (2021), vol. 49, no. 5, 8 pages, was reviewed. The purpose of this retrospective review is to is to evaluate the outcomes of primary competitor mom-tha revisions with 116 depuy corail uncemented stems and 118 competitor cemented stem to treat femoral neck fractures between march 2007 and january 2017. The manufacturer of the femoral heads, acetabular cups, and acetabular liners used in revision are unknown. It is assumed that the femoral heads paired with corail stems are depuy products. As the acetabular components are unknown and the cemented stems are competitor products, the results associated with these devices will be excluded from this complaint. Of note, all revised primary mom thas were competitor constructs. Results associated with the depuy uncemented corail stem and unk femoral head 4 reports of loosening treated with revision surgery. 1 periprosthetic femoral fracture treated with revision surgery. 3 recurrent dislocations treated with revision surgery. 7 reports of dislocation- treatment unspecified. 4 periprosthetic femoral fractures- treatment unspecified. 15 reports of radiographically identified loosening- no treatment provided. The loosening in the radiographically identified stems was not conformed with revision surgery. Captured in this complaint: 8 corail stems: implant loosening at bone to implant interface, femur fracture. 10 unk femoral heads: implant dislocation: hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.